Manufacturer narrative:
Medwatch reference number (mw5172559) was provided.

Event description:
As reported, an unknown trapease ivc filter was found to be fractured, with a fragment interacting with the adjacent spine causing bony erosion, possibly causing back pain. There was no additional reported patient injury. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, an unknown trapease ivc filter was found to be fractured, with a fragment interacting with the adjacent spine causing bony erosion, possibly causing back pain. There was no additional reported patient injury. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿filter fractured and tissue erosion associated with device¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. As per the warnings in the instructions for use (IFU), filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Possible procedure complications include, but are not limited to, the following: perforation of the vessel wall and filter fracture. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.